Event description:
It was reported that the patient had undergone open heart surgery for aortic valve replacement. During pre-discharge device check, the pulse generator exhibited elective replacement indicator. After a product code download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.